Event description:
It was reported to tyco/healthcare/kendall in 04/02 that a contaminated needle stick occurred. It is alleged that the door to the sharps container was stuck in the closed position. The nurse was trying to open it when they were stuck by a needle that had not dropped. They were stuck by a needle that had not dropped. No sample available or picture of the container.